Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported problem, failed downstream (distal) occlusion sensor test, was not reproduced during evaluation. The device was tested for downstream occlusion detection and passed. A service history review was performed and revealed the device has been serviced within the last 12 months. Evaluation serviced the device for a similar complaint. Evaluation observed the assignable cause to be downstream tubing guide and force sensor replaced. All required service actions were completed in the last service cycle. The reported condition was not verified. Evaluator did not observe any symptom or potential cause of the reported problem; however downstream tubing guide was replaced. Should additional relevant information become available, a supplemental report will be submitted.